Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 530 mg/dl. The customer's current blood glucose was 432 mg/dl. The customer¿s other blood glucose level was 200 to 300 mg/dl. The customer did experience nausea like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. The customer was treated with the insulin pump. The insulin pump will be returned and reservoir will not be returned for analysis.